Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high currents were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of a high current draw, it is probable that a lithium cluster-induced short circuit caused premature battery depletion. Li clusters are a known depletion mechanism for these advisory products that have been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting battery performance alert (bpa). The ICD was explanted, and new ICD was implanted. The patient was in stable condition.